Manufacturer narrative:
According to the customer, the medication in his nebulizer "bubbles" in the chamber but is not coming out of the "mouthpiece". The customer reported he changed the filter, but the issue was not resolved. The customer reported he has been without his "budesonide inhalation suspension 0.5" for "5-6 days". The customer reported the prescription indicates administration of the medication "daily", and without the medication he is having "trouble breathing when walking around outside". The customer reported he is now "getting short of breath much quicker than normal". The customer reported no serious injury, medical intervention, or follow-up care needed related to the reported incident. Sample requested for return evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the medication in his nebulizer "bubbles" in the chamber but is not coming out of the "mouthpiece".